Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: what device were they using with the cartridge? Ple60a. On what tissue type was the device used? Stomach - lap sleeve gastrectomy at what location on the tissue? Second firing. During which stroke did the event occur? Power echelon, so no stroke. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black on first firing and green after. Was buttressing material utilized? If so, which product? No buttressing. Was the instrument fired across or near an existing staple line or clip? Fired from the crotch of 1st firing. Were any unexpected noises heard? If so, when? No unexpected noise. Were any of the forces higher or lower than expected (closing, firing, or opening)? None. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the second firing at full articulation there were two or three staples that appeared to miss the anvil pockets completely on the patient side and were not formed at all. They were easily pulled out and the legs were straight up at a 90 degree angle from the crown. Most staples were formed b's, but these were not. The surgeon placed multiple interrupted 2-0 silk sutures over the impacted area. There was increased procedure time to over sew the impacted area. There were no patient consequences. One device was discarded.